Event description:
Notification was received from medtronic on 5/27/2022 that the battery cap for the medtronic minimed 670g insulin pump I use has issues. I was instructed to check the cap on my pump. I noticed one of the melted posts holding in the metal battery contact had broken off the component. The pump is still functioning. I have requested a replacement cap. I will monitor the cap for further damage. FDA safety report ID# (B)(4).